Event description:
Customer complained that the reactivity for lane 6 was negative when the labeling indicates the reactivity should be positive. This complaint was confirmed. The labeling discrepancy may lead to potentially mistyping a drb1 13:50 allele as a drb1 13:14 allele. (Complaint (B)(4)).

Manufacturer narrative:
This labeling error would not cause a patient to be incorrectly transplanted. Clinical laboratories are governed by ashi and clia guidelines mandating laboratories to make clinical decisions based on multiple sources. Solid organ transplants require confirmatory testing derived from multiple sources to determine donor suitability. A transplant decision will not be made solely on the results of the testing result being either positive or negative. This product is not used as the sole source for typing analysis by transplant teams. Therefore, any discrepancy resulting from the use of this product is not detrimental and is detectable due to the above stated requirements. However, if a transplant did occur, the transplant of one non-identical allele in and of itself would not cause death or serious injury. Transplantations of non- identical alleles often occurs. In addition, as part of monitoring post-transplant patients and gvh, medical and/or surgical intervention is routinely part of the post-transplant regime. Therefore, this issue would not result in any additional injuries that are not inherently present for all transplantations. No delay in transplantation is expected based on this potential mistyping. A patient would not be passed up for a transplant due to one mismatched allele. Transplantations of non-identical matched donor and host often occurs and does not prevent transplantation.